Event description:
This ra lead was implanted on (B)(6) 2001 and explanted on (B)(6) 2012 it was reported that at change out the lead was difficult to remove from the header of the device. The change out was at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).